Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 522-523 mg/dl. Customer alleged that the pump was not working. Troubleshooting was unable to be performed as issue was not occurring at time of report. Customer delivered a manual injection to treat elevated blood glucose level.